Event description:
It was reproted that: during transport of the patient, paw rose to 40 cmh20 and lasted longer than usual. Airway high pressure alarm was generated. Patient went into cardiac arrest but could be revived. Patient died on the other morning dec. 2003.